Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 06/19/2018 stating that minute ventilation (mv) oversensing was noted on this lead. The following physician was dr. (B)(6) at (B)(6) medical group in (B)(6). However, patient was seen at advanced lnterventional cardiology consultant in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).